Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The displacement, rewind, basic occlusion, occlusion, prime and no delivery tests could not be performed due to motor error alarm. The device also had a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother initially called on (B)(6) 2013 to report that the customer's blood glucose level had been higher than normal. She mentioned that they were sent infusion sets with longer tubing. Troubleshooting was not performed. The customer called back on (B)(6) 2013 and reported that the insulin pump alarms motor error every time he goes to prime. The customer stated he first noticed the alarm on (B)(6) 2013. Blood glucose was 150 mg/dl. The device was not exposed to a magnetic field and the drive support cap was recessed. The customer was able to rewind. The customer had already discontinued the use of the insulin pump and reverted to manual injections. The device was returned for analysis.